Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the black box showed one battery voltage drop. The battery was not returned with the pump for investigation. The battery compartment and cap were found to be intact with no physical damage. The pump electrical current draws were tested and found to be within specifications. The pump was opened and no intermitting connections or internal component damage was found.

Event description:
The patient contacted animas to report that the pump was extremely hot to touch after pump alarmed for low battery. The patient reported that the pump cooled after replacing battery. At the time of troubleshooting, the patient confirmed no moisture or corrosion visible in battery compartment. There was no reported patient impact associated with this complaint.